Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and cannula. The visual inspection noted: that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was received. The obturator was received. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the laparoscopic roux-en y, while the tech was testing the device, they put a 5 mm instrument (grasper) down and the 5mm instrument got stuck in the trocar because the inner diameter was too tight. The 5mm grasper got stuck inside of it and it took considerable effort to pull the grasper out. To complete the case, they have opened another 5 mm trocar. No patient involvement.